Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced an ¿unable to proceed¿ message during a supply change and an error during fill tubing consistent with an occlusion, after which they removed and replaced all supplies and delivery resumed normally; blood glucose at the time was 180 mg/dl with a reported excursion up to 220 mg/dl, and replacement connectors, cartridges, and flex components were arranged. Symptoms included hyperglycemia. Outcomes included none. Investigation included communications with the user and analysis of information they provided. Investigation of this case revealed a communications problem was identified and the medical device problem was consistent with a complete blockage involving the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.